Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's drawer failure. A field service engineer replaced the drawer controller to resolved the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer kept repeatedly failing cubies. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.